Manufacturer narrative:
The insulin pump was received motor error alarms during basic occlusion test and unable to prime due to faulty force sensor . However, device passed the ten unit bolus delivery and displacement test. Motor passed the motor test. Cracked on reservoir tube, cracked battery tube threads and scratched ondisplay window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.